Event description:
As reported by an affiliate, a palmaz blue peripheral stent was pre-maturely deployed. The product malfunction was noticed by the physician when the package was opened. The stent was stuck to the sheath's wall. The device had been stored in the hospital warehouse. There was no damage to the inner product package. The stent did not appear like it had fallen from the device. Pictures have been provided.

Manufacturer narrative:
As reported by an affiliate, upon opening the package of a palmaz blue peripheral stent the physician noted that the stent was not attached to the balloon. The stent was stuck to the wall of the catheter. There was no patient injury as the device was not clinically used. The device had been stored in the hospital warehouse. There was no damage to the inner product package. The stent did not appear like it had fallen from the device. One non-sterile palmaz blue on aviator plus, 5 mm diameter, 50 mm length, on 142 cm catheter was received coiled inside a plastic bag. The stent was not received; it appears as if the balloon was previously inflated and deflated since residues of inflation media were noted along the balloon. No other damages were noted in the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Although the information received from the customer indicates that the balloon was not clinically used, it was noted in the analysis that the balloon had been previously inflated and deflated. Therefore, the reported "stent/ dislodged-prior to use" was not confirmed. The exact cause of the failure reported by the customer could not be conclusively determined. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.